Manufacturer narrative:
The reported event of a pump stoppage was confirmed based on the information recorded in the log file. The returned system controller was functionally tested using laboratory equipment and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The controller was disassembled and the evaluation of the printed circuit board (pcb) did not reveal any anomalies. The investigation was unable to identify a correlation between the atypical events recorded in the log file and the returned device. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported a pump stop alarm. The vad coordinator reported no change in heart rhythm during the event. The pt was sitting in bed using his tablet device when the alarms happened. The pt was asymptomatic during what appeared to be an 8 second period of time. The system controller was exchanged. The log file showed a pump stop alarm while connected to the power module.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.